Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature 1 was not working on arctic sun device. The user had changed the foley but still it was not working. So, the user borrowed device. Mss asked if they had any more temperature cables and told number. Also asked if they could borrow a temperature cable from another hospital.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that temperature 1 was not working on arctic sun device. The user had changed the foley but the device was still not working. User mentioned that they do have a borrowed device. Mss asked if they had any more temperature cables or if they could borrow temperature cables for which they replied that they did not. Per follow up via nurse (B)(6) on 26mar2021, representative looked at device and the 2 bard foley were faulty so they put a 3rd foley in and had no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature 1 was not working on arctic sun device. The user had changed the foley but still it was not working. So, the user borrowed device. Mss asked if they had any more temperature cables and told number. Also asked if they could borrow a temperature cable from another hospital. Mss asked if they had any more temperature cables or if they could borrow temperature cables for which they replied that they didn't. Per follow up via nurse on 26mar2021, representative looked at device and the 2 bard foley were faulty so they put a 3rd foley in and had no further issues.